Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 107-178mg/dl fasting. Verified test strips expire 09/29/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test lo and 132mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: customer is not concerned with any readings from the meters memory. Customer called concerned their meter is registering lo because on (B)(6) 2016 at 9:30am fasting the customer tested their glucose and received a result of lo result.